Event description:
There is an upcoming prophecy case. The ankle/hindfoot is in varus including several degrees at the tibial component. The patient developed a medial malleolar stress reaction and continues to have pain predominantly at the medial ankle. The surgeon plans to revise the tibial component to an inbone stemmed component and, therefore, intend to revise the talus as well - using an inbone or invision revision talus.

Manufacturer narrative:
The initial MDR was submitted in error since the associated device has been deemed as concomitant.

Event description:
There is an upcoming prophecy case. The ankle/hindfoot is in varus including several degrees at the tibial component. The patient developed a medial malleolar stress reaction and continues to have pain predominantly at the medial ankle. The surgeon plans to revise the tibial component to an inbone stemmed component and, therefore, intend to revise the talus as well using an inbone or invision revision talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.